Event description:
The first weld broke during a pt examination. Biomedical engineering was called. He took arm to hosp metal shop and had arm rewelded. On 3/24/94 arm was inspected and a crack was found on the operator's side of the second weld. Second weld was rewelded by hosp metal shop.